Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2014). The patient¿s meter has been returned on 9/15/2014 and evaluated by lifescan product analysis on 10/16/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) alleging their one touch verio iq meter was not holding charge. The customer service representative (csr) spoke with the reporter on (B)(6) 2014 with follow up questions from medical surveillance and obtained the following information: the patient alleged that the reported issue began around 5 weeks before contacting lfs. The patient manages her diabetes with self-adjusted insulin, specifically 8 units of novorapid three times a day and 40 units of lantus at night. The patient reported waking at 1am with symptoms of ¿sweaty and shaky¿ and could not test on the subject meter because it was displaying a low battery message. In response to these symptoms she reported self-treatment of taking glucose tabs/gel. The patient reported calling paramedics who obtained blood glucose readings of ¿2mmol/l¿ at 2am and ¿7mmol/l¿ at 3am on an unknown meter. The patient confirmed that she did not receive any treatment from the paramedics. Prior to the onset of symptoms, the patient reported that she last tested her blood glucose before going to bed at about 10pm and obtained a reading of ¿7mmol/l¿ on the subject meter. She confirmed that this reading was within her normal range. The patient stated that she believed the hypoglycemic event was caused by her accidently taking the wrong insulin before she went to bed. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. Although the patient developed symptoms suggestive of hypoglycemia, the patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self-treatment due to the alleged issue. The patient denied receiving any additional treatment. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.